Manufacturer narrative:
The reported complaint was confirmed. The user facility's power outlet has been corrected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the reported issue occurred during use of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) performed visual inspections, mechanical and electrical testing. The unit operated within manufacturer specifications. Per the fsr, the perfusion department relayed that there was a problem with the operating room outlet.

Event description:
It was reported that the heart lung machine (hlm) was on alternating current (ac) power and switched to direct current (dc). No other details regarding the nature of this event were provided.